Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported the procedure was to treat a de novo lesion with no tortuosity, moderate calcification and 80% stenosis in the mid right coronary artery (rca). The 2.5 x 23 mm xience xpedition stent was advanced but could not cross the target lesion due to the moderate calcification in the vessel. The device was withdrawn with resistance noted due to the anatomy and the proximal edge of the stent struts were noted to be damaged [flared]. The lesion was pre-dilated again and another new 2.5 x 18 xience xpedition was used to complete the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.